Manufacturer narrative:
Article reference: martin ortler, claudia unterhofer, judith dobesberger, edda haberlandt, eugen trinka. "Complete removal of vagus nerve stimulator generator and electrodes." Journal of neurosurgery: pediatrics, feb 2010, vol. 5, no. 2, pages 191-194.

Event description:
During the review of an article titled 'complete removal of vagus nerve stimulator generator and electrodes", it was noted that one pt experienced "paresis of recurrent laryngeal nerve, compensated by right vocal cord" following explantation of device due to lack of efficacy. The device remained implanted in the pt for 45 months with no success. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received to date.